Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple procedure and liver resection, the stapler jammed while transecting the inflow vascular pedicle of the liver during lateral section ectomy with no bleeding. The stapler jammed in the distal area after the first squeeze while firing and would not advance further. There was no patient injury.